Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient presented with an infection including pus at the incision site. The inflatable penile prosthesis (ipp) was removed and the infection was treated with antibiotics. There were no further complications. The patient is expected to fully recover.